Event description:
The customer reported: having experienced several knives from the custom packs that doesn't cut the way they should. "They seem to have a bent tip." No pt impact was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).